Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the communication issue could not be replicated, however the blue screen could. The representative reported that the computer of the viewing station of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while performing a test image acquisition, the imaging system could not be observed by the medtronic navigation system. It was noted that the viewing station of the imaging system had a blue screen when the imaging system was restarted. There was no patient present when this issue was identified. No additional information was provided.